Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that the display was showing ¿call your doctor¿ icon. It was noted that there was a power on reset (por) condition. It was noted that the patient was recharging his system on the day prior to report and had stimulation turned off during while recharging and when he finished recharging he tried to turn stimulation back on and received a por message with a triangle in the upper left-hand corner.

Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead (B)(4).